Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009: the patient presented with preoperative diagnosis of degenerative disc disease. The patient underwent anterior lumbar interbody fusion, l4-l5 disc space. Per- op notes: the patient was taken to the operating room and placed in a supine position, where general endotracheal anesthesis was administered. A 15-blade was used to make an incision in the disc space on the left side at l3-l4 for the tlif. L3 and l4 nerve root had already been identified and retracted. Surgeon then went into the disc space with an 8-shaver, a 9 and then a 10-shaver. We then used currets for straight and angled to get both endplates. A complete discectomy was performed once this was done in placed an impactor in the disc space and placed a large amount of autograft which had been mulched up from the laminectomy and the facetectomy. Bmp was then placed into the capstone graft, which was 10x26 in size and tapped into place across the midline. Next, surgeon copiously irrigated with bacitracin. Then decorticated the transverse processes of l3 and l5 bilaterally. Bmp with bone was placed over bilaterally. We placed allograft as well. We then placed our peek rods on the screws. We tightened these down to l4-5. We then compressed between l3 and l4 and tightened at l3-4 and did our final break off mechanism. We took our final a/p and lateral x-rays that showed excellent position of the contruct. The patient underwent lumbar spine, three views. Impression: status post anterior fusion and posterior fusion l3-l4 and l4-l5. The patient underwent four intra-operative matrix views of the lumbar spine. Findings: anterior and interbody fusion seen at l4-l5. Posterior metallic fusion seen from l3 through l5. There also has been interbody fusion at l3-l4. Overall anatomic alignment. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.